Event description:
The patient experienced bradycardia during a generator replacement while programmed at 2.75ma. The output current was lowered to 2ma during surgery, but the bradycardia persisted. The output current was then lowered to 1ma post-surgery due to the patient still experiencing bradycardia. No other relevant information has been received to date.